Manufacturer narrative:
The handpiece was returned to the MFR for eval. During testing it was identified that the handpiece exceeded the maximum allowed temperature rise. The contact pins were burnt, and there was insufficient lube in the bearing on the rotor and driveshaft. The device was repaired and returned to the customer.

Event description:
It was reported that the product was running hot. No other info was provided.